Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient¿s left ins was draining fast. It was at 3.15 v at implant on (B)(6) and was at 2.83 v on the day of this report. An impedance check at 0.7 v revealed high impedances on the left side; however, this was resolved by running a check at 3.0 v. The patient reportedly continues to have therapeutic benefit. No medical symptoms were reported. No further complications were reported. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) provided impedance values of the left and right implants which showed as in range. It was noted that the new right battery voltage was 3.15, with the old battery voltage as 2.79. The new left battery voltage was 3.15 with the old battery voltage as 2.54. It was later reiterated from a manufacturer representative (rep) that there is a concern for the left implant since the battery measurement is at 2.83 volts. The rep is to have the hcp do a longevity calculation and take a closer look at the therapy impedance. No further complications were reported.